Manufacturer narrative:
The device was returned for evaluation, upon return of the device, the reported event was confirmed for not projecting any scopes only 150 scopes due to faulty ap and dr patient board. The evaluation also found a worn-out lock latch in front of the video connector. Additionally, the socket lock was broken and the pin inside the socket was bent. The faulty parts were replaced, and software updated. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, evis exera iii video system center to olympus due to a report of the device not projecting the scopes only the 150 scopes and a bent pin inside the connector. Upon inspection and testing of the returned device, it was observed that the printed circuit board also failed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation assumed that the event occurred due to the malfunction of the ap and dr boards. Additionally, the ap and dr substrate failure could have deteriorated due to long-term use from the date of delivery.